Event description:
The complainant has reported that, a female pt with metastatic lung cancer and malignant biliary obstruction, underwent a therapeutic ercp with placement of a self expanding metal stent. Forty-four days later, the pt presented with progressive jaundice (duration 1.5 weeks). An ercp performed two days later, confirmed the biliary stent had migrated through the stricture and in to the duodenal lumen. The stent was removed without issue and another biliary wallstent was deployed across the stricture with the proximal end of the stent seated well into the extrahepatic biliary tree. The pt has not sustained any reported complications or ill effect due to this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Date filed: 03 november 2006.